Manufacturer narrative:
A1: updated. D4, d7a: updated. D9 - date returned to MFR: 27-apr-2026. H3 and h6 codes: updated. The suspect pump was returned for evaluation. A review of the service history indicated that the pump had not been serviced within the past 12 months. Visual inspection revealed air bubble in the downstream occlusion seal. Functional testing confirmed that occlusion and flow were within normal parameters, with no issues observed. The reported complaint could not be verified, and the root cause of the reported problem could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited obstruction. There was no reported patient involvement or harm.